Event description:
This device was returned with oos documentation from biotronik representative. Per oos, this lead became "dislodged probably due to extreme tr". The physician removed the lead, exercised the screw and decided to replace the lead with another setrox s 60.